Manufacturer narrative:
This report is submitted on october 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced poor performance with the device resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure this report is filed on june 03, 2019.